Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the broken optical lenses being found. Bents and dents on the outer tube were also found, and the light guide connector post was missing; these findings all required repair. Additionally, minor scratches were found on the eyepiece funnel, meniscus was found to be touching the cover glass, and minor fading and laser markings on the device labeling. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source fell off while using the telescope, 70°, 4 mm. There was no patient harm associated with the event.